Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor issues twice. Customer's blood glucose value was 111 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. Customer stated that they tried to rewind insulin pump and it stopped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. No motor anomalies during rewind or testing were noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.